Event description:
It was reported that there were stored episodes of atrial tachy response (atr) on the implantable cardioverter defibrillator (ICD). Upon analysis of device episode data, technical services (ts) discovered that there was far-field oversensing of the ventricular pacing signal on this right atrial (ra) lead channel that resulted in the atr episodes. There was no asystole greater than two seconds observed. Ts provided troubleshooting including reprogramming options. No adverse patient effects were reported. Currently, the ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).